Event description:
It was reported that the patient went in for surgery the morning of the date of this report and the operation was stopped due to his spine/csf (cerebrospinal fluid) leaking. Additional information has been requested; a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).